Event description:
According to the available information, the physician implanted the static anchor on the patient¿s left side without incident. He then implanted the dynamic anchor on the patient¿s right side. The surgeon felt the dynamic anchor penetrate the obturator membrane, and he rotated the trocar a quarter turn before rotating the trocar out. As he pulled the suture across the midline, the dynamic anchor seemed to come out. He went to place the trocar back on the dynamic anchor, and he observed some of the dynamic anchor was missing. The leftover dynamic anchor would not stay on the trocar and was therefore, unusable. The surgeon was forced to cut the other side of the sling and open another altis sling. For the second sling, the surgeon implanted the static anchor on the patient¿s left side. He felt the ¿pop¿ and made the quarter-turn rotation. But when he rotated the trocar back, he observed that there was too much visible mesh. He attempted to get the second sling out, but then the mesh tore away from the static anchor. The physician wondered if the second sling¿s static anchor was somehow impeded by the first sling¿s static anchor, which was still in the obturator membrane. Then, the surgeon was forced to open a third sling. For the third sling, he decided to switch sides. He implanted the static anchor on the patient¿s right side without issue. He then implanted the dynamic anchor on the patient¿s left side. He tensioned the sling successfully and closed the incision. This report captures the first sling.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report \[nc]", and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. The additional device with reported issue referenced in b5 is captured under a separate report.